Event description:
It was reported through review of programming history that a faulted systems test on (B)(6) 2005 changed the patient's settings to unintended off time. The patient's off time was 5 on (B)(6) 2005, but then a faulted systems test on (B)(6) 2005 occurred. This day the settings were programmed to 1/30/250/30/5. The settings were then reprogrammed to these settings again, and then the off time was programmed to 60 min.

Manufacturer narrative:
Analysis of programming history.